Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call of battery out limit and leaks from the reservoir. The customer's blood glucose reading was 300 mg/dl. The customer stated that the pump alarmed battery out limit after she placed the battery back in the pump. The customer reported that the reservoir leaked and there is a crack on the reservoir housing. Customer was advised to revert to a backup plan per health care provider's instructions.